Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical turret getting stuck due to all front panel lights blinking, the most probable cause of the complaint emergency lamp light intensity is low is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited mechanical turret getting stuck due to which all front panel lights blinking and emergency lamp light intensity is low. There was no patient involvement.